Event description:
Pt scheduled for computerized tomography of abdomen/pelvis. 22 gauge x 1 inch catheter was used to start her intravenous in left antecubital area. Pt had large veins, and intravenous was started without any difficulties. Catheter inserted with no problems. After test injection of about 10cc, vein "blew." Upon removal of the catheter, only hub was noted. Catheter remained in the pt's arm. Pressure was immediately applied bove catheter to minimize travel from site. Surgeon contacted, pt taken for outpatient procedure to remove catheter. After removal, pt returned to computerized tomography, and original procedure completed without further incident.